Event description:
A physician attempted an arteriotomy closure using the starclose device. As the physician was splitting the sheath, the two arrows lined up. At this time, the vessel locator button popped up and the vessel locator closed. The device came out and the physician reverted to manual compression. There was no pt injury reported.

Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.